Manufacturer narrative:
It was documented in the initial report that the reported condition of the burr device could not be detached from the craniotome device was confirmed due to faulty/defective construction/design has been updated. Upon further evaluation, it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device that the leg was drilled and the neuro-tip was drilled and fractured. It was determined that the issue with the drilled leg was indicative of excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip. It was determined that the issue with the drilled and fractured neuro-tip was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment was forced into position which placed the distal tip of the burr in compression. It was determined that at this point, the tip of the burr was in direct contact with the neuro-tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro-tip. It was determined that this was due to component damage from misuse, abuse and or use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: the date of this report was inadvertently documented as jul 19, 2017 on the initial report. The correct date was jun 20, 2017. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device neuro tip was damaged, the bracket was broken and the bearings were extremely super heated, the color markings were peeled and some parts were missing. The device also failed pretest for temperature and visual assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty/defective construction/design. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cutter device was not detachable from the craniotome device. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.